Event description:
Pt had initial surgery on (B)(6) 2011 with two (2) avid devices. On post op visit, the physician noticed one avid 072014 mm, lot number unk, shifted posteriorly and rotated 15 to 20 degrees counterclockwise (l4-l5). Pt did not fuse. Rep documented dr stated pt was involved in vigorous post operative activities. Dr removed the interbody device successfully. Rep stated that a dural repair occurred (unsure of damage). Replaced with new device and bone graft.

Manufacturer narrative:
(B)(4).